Event description:
It was reported to resmed that treatment stopped while a critical care pt was on a resmed vpap iii st-a quicknav device.

Manufacturer narrative:
The device is currently under investigation at resmed ltd. Investigation methods, results and conclusions are not finalized at this stage. The safety risk and occurrence rate for this failure mode in the vpap iii st-a quicknav device have been assessed and do not warrant a recommendation to take any immediate corrective or containment actions. There is no info regarding the pt outcome from this event. It is also unclear as to the status of the pt's health or co-morbidities prior to the incident. Very little info is currently available.